Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) on the homechoice (hc) during previous therapy the night before. The hp did not know during which cycle the alarm occurred and the cause of the alarm was undetermined. The alarm was explained and proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).